Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that patient¿s implantable cardiac monitor (icm) was undersensing and had incorrect measurements. The clinic will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.